Event description:
A report was received that the patient experienced lead migration and was not getting the same pain relief as they had previously. The leads were not secured with anchors, so the patient underwent a lead revision procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that all of the patient's four leads were revised. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-2352-70 serial/lot: (B)(4) description: linear 3-4 lead 70 cm. Model: sc-2352-70 serial/lot: (B)(4) description: linear 3-4 lead 70 cm. Model: sc-2352-70 serial/lot: (B)(4) description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient experienced lead migration and was not getting the same pain relief as they had previously. The leads were not secured with anchors, so the patient underwent a lead revision procedure. The patient was doing well post-operatively.